Manufacturer narrative:
Additional information: on august 6, 2020, mentor became aware that the patient also experienced a needless long scar. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on september 1, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the cannula tip was observed broken. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent liposuction surgery with a candy cane 5mm x 26cm large handle cannula which broke intraoperatively. A radiography demonstrated the broken tip was in the subcutaneous fat close to the right iliac crest. As a result, the surgery was extended to remove the tip. The patient experienced significant stress and needless radiation exposure.